Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: during arterial catheter insertions issues with guidewire. Insertion with ease, easily inserted guidewire, during withdrawing of guidewire had increased resistance. Guide wire became stripped and coiled causing it to lose integrity. Unable to remove guidewire through needle and therefore had to remove the catheter and needle. Once removed no visible pieces missing, physician assessed, no harm to patient, new catheter had to be inserted by second attempt. The patient's condition is reported as fine.

Event description:
The complaint is reported as: during arterial catheter insertions issues with guidewire. Insertion with ease, easily inserted guidewire, during withdrawing of guidewire had increased resistance. Guide wire became stripped and coiled causing it to lose integrity. Unable to remove guidewire through needle and therefore had to remove the catheter and needle. Once removed no visible pieces missing, physician assessed, no harm to patient, new catheter had to be inserted by second attempt. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).